Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument to perform failure analysis. The large needle driver instrument was analyzed and found to have a broken input disk. The input disk #7 was completely detached. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the large needle driver did not work when placed on the robot. After completing the procedure, two rear pulleys were found on the floor. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use and there was not any failure evidence during the inspection. The fragment fell on the floor at the moment of being removed from the robotic arm, not in the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The fragments were collected from the floor. All fragments were retrieved and confirmed. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed, the failure occurred in the end. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.